Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during of a da vinci-assisted surgical procedure, the customer reported the tips of the large hem-o-lok clip applier instrument would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have indentations/burrs at the tip's edges of both grip tips likely causing issue reported by the customer. The grips were not found to be bent, and additional damage was not found at the distal end. Components adjacent to the indented grip tips do not show breaking damage as reported by the customer. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.

Event description:
Refer to h11 for follow-up information.